Event description:
It was reported that the ltv was connected to a sprintpack and was used in a helicopter for transporting a patient. When they put the sprintpack down, it caused a kink in the connectors and a short circuit. It was also reported that it was burning down and almost forced the helicopter to do an emergency landing. The patient was not harmed, but he had to inhale smoke from the sprintpack.

Manufacturer narrative:
The circuit boards of the sprintpack power manager were found to be heavily contaminated with soot and other foreign material as a result of the high electric current failure event. Analysis of the extent of the damage found that the circuit boards themselves were still operational. The customer returned ltv ac adapter passed inspection and bench testing. It was noted that this ac adapter is an earlier design and will current limit at 20a instead of the 12.5a of the current ac adapter design. The sprintpack was sent to an outside lab for failure analysis. Their failure analysis report indicates the presence of internal physical damage to the sprintpacks input connector where it attached to the ac adapter. This physical damage was due to pull force of the external cable during use which resulted in a short circuit condition leading to the excessive electric current. Results: pull force of the sprintpack power manager external cable resulted in a short circuit condition which resulted in excessive electric current.